Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument wasn't working properly. It didn't grip anymore and stayed blocked. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. As a result, intuitive motion was not smooth. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting material removal. The scratches were not axially aligned with the tube. No other damage was found.